Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient line was loosened and leaked. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line was loose and leaked. It was stated that the home patient (hp) most likely loosened the line during the night. The technical service representative had the care giver close the clamps, disconnect the hp, and end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.